Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the patient had only removal. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the patient had undergone surgical intervention because the doctor had to repair pectoralis muscles. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The following information was erroneously omitted from the initial report 1645337-2019-12472 submitted on 5/22/2019: reason for device explant and/or reoperation: patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/30/2019, it was reported to mentor that the patient complained that her chest muscles are much weaker than before. She was unable to perform push ups. The patient experienced fibromyalgia, fatigue, and breast pain. The patient experienced bilateral mastodynia. The patient experienced autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/2/2019, it was reported to mentor that the date of explantation was (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2019, it was discovered that the patient had undergone removal on (B)(6) 2019. It was reported incorrectly in manufacturer report number 1645337-2019-12472 that the patient has not undergone explantation or reoperation at this time on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/9/2019, it was reported to mentor that the date of explantation was (B)(6) 2019. The diagnosis was confirmed to be left capsular contracture baker grade IV. Implants have been discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with mentor memorygel breast implants 450cc and experienced capsular contracture baker grade IV on the left side and asymmetry on the right side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.